Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving infumorph with concentration 10 mg/ml at a dose rate of 0.75 per day via an implantable pump for non-malignant pain. It was reported that during the placement of a new implantable pain pump the physician attempted to anchor the catheter with the winged anchor provided with the catheter, however the catheter failed to deploy properly when attempting to secure catheter. The physician deployed the anchor but part of the anchor remained attached to the metal straw and part on the catheter. As per the physician, he had to cut the anchor off the catheter in order to remove anchor device. He was however able to maintain the catheter in place. Another new anchor from a catheter kit was used to secure catheter in place. The anchor that was used did not deploy properly and was planned to be returned to the manufacturer. No diagnostic testing or troubleshooting was performed. No surgical intervention occurred nor was surgical intervention planned. This issue was resolved at the time of the report. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was without injury regarding their status as of the date of the report. Other medication (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No patient symptoms were reported. The patient's medical history included chronic intractable back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.